Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was detected with high shock impedance. A boston scientific company representative informed the physician on the detected alert. The field representative confirmed that the shock lead impedance measurement was at 123 ohms during the follow up test. The physician will continue to monitor the lead. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--